Event description:
It was reported that this artificial urinary sphincter was removed as it stopped working shortly after implant. Upon explanting device and remeasuring urethra diameter, the physician determined the- cuff was not appropriately sized. A new artificial urinary sphincter was implanted. No patient complications were reported.